Event description:
Cmpl (B)(4). Completion date: 2/21/2022. Classification code: 090. Classification code description: transmitter failed error. Source: phone. Osvc ID number (B)(4). Osvc reference number: (B)(4). Osvc created by: (B)(4). Record category complaint region: north america. Group: north america - 090. Psr owner: (B)(4). Status: complaint review complete. Record type: complaint. Pending medical review. Pending decision trees. Pending dev investigation. Pending update request. Update request status: no update request. Country of purchase: united states. Country of incident united states. City of incident : na. Reporter organization: na. Distributor unique complaint no (ducn): na. Patient birthdate: (B)(6) 1949. Patient weight: 198 lbs. Age at the time of event. 73. Reporter type: patient. Pediatric or adult: adult. Age unit: years. Event description: patient reported a transmitter failed error. Conclusion: sent sensor replacement. Alert date: (B)(6) 2022. Event date: (B)(6) 2022. Was IFU followed? Na. Patient took apap/acetaminophen? Na. No of days since opened: 19. Download identifier: (B)(4). Download identifier type: transmitter. Is patient using a receiver, mobile,both? Receiver. Is the date exact or approximate? Exact. Insertion site: na. Medical intervention/serious injury. Rga created? Yes, the product is able to be returned. Rga reference number (B)(4). Rga follow up completed? No. Troubleshooting questions: (3). Navigation mode: pq no. (B)(4). Transmitter warranty expiration date: ni. (B)(4) transmitter warranty: in warrant. (B)(4): how long has the current transmitter been used by the patient? Less than 2 months. View all troubleshooting questions. Product line: (B)(4). Product line description: g6 transmitter kit, dexcom. Transmitter sub-component: g6 transmitter: 9445-24. Receiver serial number: na. Product generation: g6. Lot number: p12781433. Ncmr details: no ncmrs associated with the product. Manufacturing date: 2/16/2022. Expiration date: 1/18/2023. Transmitter serial number: (B)(4). Category: transmitter. Data analysis summary: no data related to issue was provided. Allegation confirmed by data: undetermined. Data analysis status: not completed - account not found. Platform data source: na. Data available? No. Manufacturer's narrative: it was reported that transmitter failed error occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).